Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, while the physician was preparing the ultrathane (B)(4) mac-loc locking loop multipurpose drainage catheter for use, the trocar stylet became lodge in the stiffening cannula. The entire assembly was replaced, and a different puncture needle, wire guide, and catheter were implemented to complete the procedure, with no further issues reported. The customer reported that the product problem occurred prior to use in a patient; accordingly, no patient adverse events were precipitated by the failure of the device. The product has been received for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), review of drawing, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One ult7.0-35-25-p-5s-cldm-wf-hc catheter was returned to cook's facility in bloomington, in on 18jan2018. During table top testing of the returned device, the complaint was confirmed. When the trocar was inserted into the catheter, it did not exit the distal end per cook¿s specifications. The lot was searched for relevant similar non-conformances and none were found. All the product has been shipped and there have been no similar complaints pertaining to this lot. Additionally, lots surrounding this lot were analyzed for relevant complaints, however none were found. There is nothing to indicate that there is more non-conforming product in house or in the field. A non-conformance review was preformed which revealed there are no additional complaints or non-conformances related to this failure mode and event from this lot or other lots manufactured around the same time. There is no indication that there is nonconforming product in the field, as this event appears singular. The cause is manufacturer related. A quality engineering risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.